Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. No product was returned. The field logs were reviewed and all optical metrics were stable throughout support. There was no pump issue found during the case. The pump functioned/operated to specification. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that during an impella cp implant, the first automated impella controller (aic) got an optical sensor error. The aic was exchanged, and the procedure was completed successfully. There was no patient harm, and the patient remained stable.